Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: phone.

Event description:
Reported 10 false positive flu b results. A total of 25 tests were performed. Unknown if the results were confirmed. Confirmation method(s) not provided.